Event description:
Painpump catheter broke off inside the patient following a breast augmentation procedure. It was reported that resistance was felt when the patient's spouse attempted to remove it at home, and they continued to pull. The catheter broke, and the distal 3 inches of the catheter remained in the patient. The catheter was surgically removed that same night. The physician's nurse reported that the catheter was not sutured down but may have gotten caught on an area that was cauterized.